Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with a sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection procedure. The stapling device was being used during the transection of the bowel. The stapler was not able to fire. The knife blade would not propel forward when the handle was squeezed. A crunching sound was heard when fired. The surgeon was able to press the green button. Another reload was used to complete the procedure. There was no patient harm. No leak was detected after a leak test was performed. The patient did present 2 days post-op with a leak and was re-admitted into surgery where the physician performed a colostomy. Patient has pre-existing conditions of colon cancer, previous kidney stones and back surgery. The patient status is now doing fine and the doctor is expected to do a reversal soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.